Event description:
It was reported that this implantable cardioverter defibrillator (ICD) raised battery concerns while reviewing lead trends. Boston scientific technical services (ts) was consulted and discussed that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. Ts also mentioned the power consumption has been stable. It was recommended to continue to monitor this patient and perform further evaluation if impedances continue to rise. No adverse patient effects were reported. At this time, this device system remains in service.